Manufacturer narrative:
The software investigation suspects issue was due to frame movement and unrelated to a software issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, a 1.5cm posterior imprecision was observed by the surgeon. The surgeon believed the vertek arm or pad moved. The site lined up the vertek probe, drilled through the pad and brought in the laser for the resection. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.